Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing came apart while sleeping event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use till second day. The patient replaced infusion set and resumed insulin successfully. No further information available.